Event description:
A caller reported a cgm error, specifically error 42, while using their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance for resetting the pump, assisting the caller through the process. Following the reset, the pump no longer displayed the error, allowing the caller to successfully start their sensor session.